Event description:
Info was received that reported a pt was hospitalized in 2006 with hyperglycemia. Per the reporter, he woke up with a blood glucose of 350 for which he took a correction bolus. By 10 am he was up to 450. He delivered more corrections via the pump. His blood glucose came down to 395 at 1 pm. Then he started to vomit. At 5:30pm his blood glucose was 487. He went to the hosp at 6pm. His blood glucose upon admit was 526. He was treated with IV fluids and insulin drip. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected and the product was within specification.